Manufacturer narrative:
Product analysis: the wire is kinked and cut into two pieces. The proximal end of the wire has a portion of a red catheter on it. The distal end of the wire is 68cm long, the proximal portion approximately 108cm long indicating the original wire was 180cm in length.

Event description:
A 0.035" angiographic wire was reported to have kinked inside a patient during a tavr case, and had to be cut to get the device out of the patient.